Manufacturer narrative:
The reagent lot number is 792314. The expiration date was not provided. The calibration and qc were acceptable. The alarm trace showed abnormal aspiration (sample probe), abnormal aspiration (sample probe a), and abnormal aspiration alarms. The field service representative found the prewash nozzles were bent. He replaced the prewash nozzles, performed adjustments, and cleaned the aspiration line. He performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys hcg+b results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 5.4 miu/ml. On (B)(6) 2025 the repeated result was 249 miu/ml. The sample was repeated as the initial result was questioned by the physician. The repeated result was believed to be correct.